Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pain at the ipg pocket site. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the patient's ipg pocket site was repositioned. Reportedly, the issue resolved.